Event description:
An office manager reported that following bilateral intraocular lens (iol) implant surgery, the pt had some "concerns" and the surgeon believes lens replacements would be required. In a f/u, the office manager confirmed that the lenses were exchanged for a different brand oil. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product eval: the product has not been returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: root cause has not been identified. Add'l info has been requested. (B)(4).